Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation: evaluation: description of event: as reported, this was a case in which a transurethral urethral stone removal approach was performed to fragment and extract urinary stones. The package of an ncircle delta wire tipless stone extractor was opened and the device was removed from the tray. At this stage, the basket was deployed. The user tried to close the basket to insert it into the forceps port of the endoscope, but he was unable to close it. The issue with the device was discovered prior to patient contact and the device was not used on the patient. The procedure was completed using another same type device. The complaint device was not used on patient. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned in an open package with label. Upon inspection the handle was actuated, and the basket would open/close however the basket would not pull fully into the sheath. There was a kink in the basket sheath near the support tubing. The basket sheath was buckled at the yellow strain relief. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint with the same complaint device lot. It was not for a similar issue. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming cook also reviewed product labeling. The product IFU, the IFU did not provide any information related to the reported issue. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: name and address: postal code: (B)(6). G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, this was a case in which a transurethral urethral stone removal approach was performed to fragment and extract urinary stones. The package of an ncircle delta wire tipless stone extractor was opened and the device was removed from the tray. At this stage, the basket was deployed. The user tried to close the basket to insert it into the forceps port of the endoscope, but he was unable to close it. The issue with the device was discovered prior to patient contact and the device was not used on the patient. The procedure was completed using another same type device. The complaint device was not used on patient. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.